Manufacturer narrative:
With regards to this complaint, one backflush instrument with 27 gauge / 0.4 mm brush needle and active aspiration was received for investigation. Visual inspection of the returned product confirmed that the silicone tip was detached from the polyimide tubing. Examination of previously returned product revealed that there were several causes for inferior adhesion resulting in detachment of the tip of the sweeper during use. Please note that corrective actions were taken in 2017 in order to prevent this failure. Since the instrument involved in this specific complaint was released prior to the implementation of the corrective actions, no further actions will be taken.

Event description:
Small piece of plastic fell off inside the eye, extended the surgery as it needed to be removed. The doctor then considers the operation as a foreign body removal, and will note this in the medical record.

Manufacturer narrative:
Investigation will be initiated as soon as the complaint article is received.

Event description:
Small piece of plastic fell off inside the eye: extended the surgery as it needed to be removed. The doctor then considers the operation as a foreign body removal, and will note this in the medical record.